Event description:
A customer reported experiencing no phaco power prior to a procedure. Additional info provided indicated the procedure had already started when the event occurred. The system was exchanged and the case was completed following a 15 minute delay. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and found the footswitch cable not fully connected, as it could not lock in place. The company representative replaced the footswitch cable to address the issue. The system was then tested and met product specifications. The root cause is unk at this time. (B)(4).